Event description:
Ous MDR - after an implantation time of about 68 months, a lead defect was reported. The ICD implanted with the system showed mol2 after an implantation time of about 8 months. The ICD was returned to biotronik for analysis and the lead was capped and left in the body. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a visual inspection. The visual inspection showed several abrasion and sparkover traces on the ICD housing. The sparkover trace indicates a short-circuit between the hv conductor of the lead and the ICD housing during a shock delivery. The ICD underwent a status interrogation. The device status was eos, 35 charge processes had been documented. During the subsequent electrical analysis, first the memory content of the ICD was examined. Interference in the ventricular channel, which led to charge processes and to shock deliveries, could be seen in the available iegms from (B)(6) 2013. Furthermore, the electrical measurement values saved in the memory of the ICD document damage to the electrical module immediately after the shock delivery occurred. Therefore, it is highly likely that a sparkover between the ICD housing and the hv conductor of the lead occurred during the shock delivery, and the electronic module of the ICD was damaged as consequence. This damage to the module led to a permanently increased current uptake and to the clinical observation. This is consistent with the sparkover traces on the ICD housing. The ICD's capability to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. Following the detection, a charge process occurred, which was aborted, but this is due to the already severely depleted battery. The signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. In summary, a sparkover occurred during a shock delivery between the lead and the ICD housing. This conclusion can be drawn from both the damage manifestation of the damaged electronic module and the sparkover traces on the ICD housing.